Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the scope. The lens was able to be looked through. The light adaptor port lens appeared discolored. Based upon the visual observations, the reported complaint, "scope foggy" could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-1111 scope was being hooked up to use in a case and it was discovered to be foggy. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.